Event description:
Boston scientific received information that this right atrial (ra) lead was explanted as it had dislodged due to twiddler¿s syndrome. A new ra lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, deformed conductor coils were noted. The lead tip and tines had no signs of damage which would lead to dislodgement. The deformed coils may or may not have been related to patient's twiddler's syndrome.